Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. In this case, because the device was not returned a conclusive cause for the resistance during sheath removal could not be determined. It is possible that removing the sheath against resistance contributed to the reported device dislodged or dislocated. It should be noted that xience sierra, everolimus eluting coronary stent system (escss) instructions for use (IFU) states: prior to using the xience sierra eecss, remove product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: incorrect prep.

Event description:
It was reported during preparation, immediately after removing the xience stent from the protective sheath, it was observed the stent was detached from the balloon. It was also noted there was resistance during removal of the protective sheath. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.